Manufacturer narrative:
Follow-up #1: date of submission 9/28/15 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings: unable to duplicate motor issue. No alarms related to the complaint observed in the black box or alarm histories. During testing, the pump performed the ezprime steps with no unusual noises or motor issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate with no unusual noises or motor issues occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The motor flex and connector were secured; no defects found. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. The display was found to be dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.